Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer¿s blood glucose level was 24 mmol/l at the time of incident. Customer was not assisted with troubleshooting for high blood glucose level. Customer stated that transmitter charger did not show any led lights. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.